Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was disposed by the facility.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The tip od was measured and was within specification. The device was received at the complaint investigation site with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-nov-2014. It was reported that crossing difficulties were encountered. A 3.00x32mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent detached/ separated.